Manufacturer narrative:
Concomitant medical products: 694765 lead; implanted on (B)(6) 2008. Additional products: heartware ventricular assist system: controller (B)(4). Model #: 1420; catalog #: 1420; expiration date: 31-aug-2019; serial #: (B)(4); UDI #: (B)(4) device available for evaluation? Yes, return date: 08-dec-2020 device evaluated by MFR.? No, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes mfg date: 23-aug-2018 labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650; catalog #: 1650; expiration date: 30-apr-2018; serial #: (B)(4); UDI #: (B)(4). Device available for evaluation? Yes, return date: 08-dec-2020. Device evaluated by MFR.? No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 30-apr-2017. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650; catalog #: 1650; expiration date: 30-apr-2018; serial #: (B)(4); UDI #: (B)(4). Device available for evaluation? Yes, return date: 08-dec-2020. Device evaluated by MFR.? No, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 30-apr-2017; labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650; catalog #: 1650; expiration date: 30-apr-2018; serial #: (B)(4); UDI #: (B)(4). Device available for evaluation? Yes, return date: 08-dec-2020. Device evaluated by MFR.? No, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 30-apr-2017. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650; catalog #: 1650; expiration date: 30-apr-2018; serial #: (B)(4); UDI #: (B)(4). Device available for evaluation? Yes, return date: 08-dec-2020. Device evaluated by MFR.? No, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 30-apr-2017. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650; catalog #: 1650; expiration date: 30-apr-2018; serial #: (B)(4); UDI #: (B)(4). Device available for evaluation? Yes, return date: 08-dec-2020. Device evaluated by MFR.? No, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 30-apr-2017. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650; catalog #: 1650; expiration date: 31-aug-2019; serial #: (B)(4); UDI #: (B)(4). Device available for evaluation? Yes, return date: 08-dec-2020. Device evaluated by MFR.? No, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 23-aug-2018. Labeled for single use? No. (B)(4). Heartware ventricular assist system: controller ac adapter. Model #: unk; catalog #: unk; expiration date: unk; serial #: unk. UDI #: asku. Device available for evaluation? No. Device available for evaluation? No, device evaluation anticipated, but not yet begun. Mfg date: unk. Labeled for single use? No. (B)(4). Additional information has been requested regarding product information, and the details of the event, but these were not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending, and a supplemental report will be sent upon its completion.

Event description:
It was reported that the ventricular assist device (vad) driveline was disconnected. It was also reported that the controller exhibited erroneous beeping and three unexpected losses of power associated with vad stops, no power and vad stop alarms, and the use of six batteries and the controller ac (cac) adapter. The vad and cac adapter remain in use, and the controller, and batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This supplemental is being submitted for completed analysis and investigation. Product event summary: (B)(4) controller and eight (B)(4) batteries were returned for evaluation. The vad and one (B)(4) controller ac adapter were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of con401847, bat580194, bat580202, bat580225, bat580241, bat757752, bat757750, and bat757751 revealed that the devices passed visual inspection and functional testing. Failure analysis of bat580161 revealed that the battery passed functional testing. Visual inspection of bat580161 revealed a tear on the outer sheath of the cable assembly; the observed damage did not affect the functionality of the device. This is an additional finding not related to the reported event, likely attributed to wear and/or the handling of the device. CAPA pr00405633 is investigating damage to power sources. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed several momentary disconnections involving bat580161, bat580194, bat580202, bat580225, bat580241, bat757752, and a controller power adapter. Momentary disconnections will result in an audible tone or "beep." Log file analysis also revealed (B)(4) controller power up events, with associated motor start events, logged on (B)(6) 2020 at 13:34:48, on (B)(6) 2020 at 23:54:32, and on (B)(6) 2020 at 13:56:08. The controller was without power for 12 seconds, 12 seconds, and 9 seconds, respectively. A loss of power to the controller will result in a continuous audible no power alarm. Analysis of the alarm log file did not reveal any alarms within the analyzed period. As a result, the reported losses of power and beeping events were confirmed. The reported vad stop alarms and driveline disconnect events were not confirmed; h owever, it is likely that the no power alarm during the controller losses of power was perceived as the reported alarms. There is no evidence that the lubrication servicing had been performed on the associated power sources. The most likely root cause of the reported beeping event can be attributed to momentary disconnections between the controller and power sources. CAPA pr00389403 investigated momentary disconnections. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: con401847 h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01, d15 bat580161 h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04, c07 h6: FDA conclusion code(s): d01, d11, d15 bat580194 h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01 bat580202 h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01 bat580241 h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01 bat757752 h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01 bat580225 h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01 unknown cac adapter h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01 bat757750 h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 bat757751 h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that this event was associated with the use of eight batteries.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated that this event was associated with the use of eight batteries. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650, catalog #: 1650, expiration date: 31-aug-2019, serial #: (B)(6), UDI #: (B)(4). D9: yes, return date: 08-dec-2020. H3: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. H4: mfg date: 23-aug-2018. H5: no h6: patient ime code(s): e2403. H6: imf code(s): f26. H6: FDA device code(s): a0705. H6: FDA results code(s): c21. H6: FDA conclusion code(s): d16. D1: heartware ventricular assist system ¿ battery. D4: model #: 1650, catalog #: 1650, expiration date: 31-aug-2019, serial #: (B)(6), UDI #: (B)(4). D9: yes, return date: 08-dec-2020. H3: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. H4: mfg date: 23-aug-2018. H5: no. H6: patient ime code(s): e2403. H6: imf code(s): f26. H6: FDA device code(s): a0705. H6: FDA results code(s): c21. H6: FDA conclusion code(s): d16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.